Event description:
It was reported that the health care professional (hcp) suspected loss of capture (loc) on the left ventricular (lv) lead channel of this cardiac resynchronization therapy defibrillator (crt-d) system. Technical services (ts) was consulted and further in-office evaluation of the lead was recommended. No adverse patient effects were reported. This system remains in service.